Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 19 occurred. Customer's blood glucose level was 200 mg/dl. The customer administered a bolus and loaded a new cartridge.